Event description:
It was reported that the video system center was not displaying an image and live video. The issue had occurred during service / maintenance. There was no report of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g6, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a malfunctioning front-connector lock mechanism, picture-in-picture connector damage, and a missing power switch. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the image processing failed due to a board component malfunction, resulting in the image no longer displaying. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.